Event description:
The customer reported that after pipetting an hbsag plate on summit, the technician observed no conjugate was added to well g1 through g12 of the microwell plate which generated the approriate error message. Further investigation by ocd concluded that no error was generated for the incident in the row indicated by the customer. No death or serious injury was associated with this incident.